Manufacturer narrative:
Post-fracture damage has obfuscated most fracture artifacts that could assist in finding a probable origin and cause of the tray fracture. Examination of returned device was inconclusive. (B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2010. Subsequently, the patient stated that he heard a "pop" in the shoulder while competing in a shooting competition. The patient was revised on (B)(6), 2011, with the humeral tray and bearing being removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.